Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre reader displays a ¿still connected to the computer¿ and is not working. The customer further reported not being able to obtain readings from the reader and experienced symptoms of fatigue, dizziness and was not feeling well. The customer self-presented at a hospital where a blood glucose result of 28.3 mmol/l was obtained and the customer was administered an unspecified dose of insulin for the diagnosis of hyperglycemia. A prescription of glipizide (anti-diabetic) medication was given to help lower the customer¿s blood glucose. No further information was provided. There was no report of death or permanent injury associated with this event.